Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced multiple alerts including change insulin, high glucose, recharge ilet, and sensor reconnecting, along with an insulin cartridge icon showing a slash and an empty cartridge reading despite insulin being present; after a guided supply check, the device displayed 92 units and resumed delivery, but the user experienced persistent hyperglycemia with fingerstick readings reported as high and later in the 370s for several hours despite infusion set changes and ongoing coaching. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, dizziness, or other acute clinical sequelae. Outcomes included prolonged elevated blood glucose with user education and troubleshooting provided, no use of backup therapy, and no medical intervention or hospitalization. Investigation included remote troubleshooting and review of device status indicators, supply verification, and infusion set replacement. Investigation of this case revealed unresolved hyperglycemia of unclear cause following initial indications of inconsistent insulin cartridge status and a potential disconnection, with subsequent correction of displayed insulin volume and resumption of delivery but continued elevated glucose despite a contact detach infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.